Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the one month post index procedure CT was reviewed and it was confirmed that a type ib endoleak was identified coming from the left common iliac due to poor iliac distal fixation. The patient will be monitored. No additional clinical sequelae were reported and the patient is doing fine.